Event description:
A customer contacted beckman coulter (bec) reporting that after running startup on the coulter lh 750 hematology analyzer, the instrument started leaking blue fluid. The volume of leak was about 30 mls and was not contained within the unit. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the leaking occurred at the white blood count (wbc) aperture 1-o-ring. The fse cleaned and reseated the wbc bath housing which resolved the leak. Failure mode: leak at the wbc aperture 1-o ring. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).